Event description:
It was stated that the customer was hospitalized for diabetic ketoacidosis with a reading of 1082 mg/dl. Troubleshooting was performed and it was stated that the customer was using denatured insulin. The insulin pump was programmed correctly and passed the prime and high pressure tests. Nothing further was reported.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event, as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.